Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared.olympus provided the following result of the culture test, performed at the third-party labs:sampling date: apr 23, 2024 sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy channel (ch)/suction ch cfu: 0cfu bacterial identification: n/a sampling from: air/water ch cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/athe device was evaluated where no abnormalities were found that could have led to the reported event.based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.the following is included in the device instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.